Event description:
It was reported that the device failed therapy test. There was reportedly no patient involvement. The bench tech evaluated the device and determined that the therapy pca(printed circuit assembly) is defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the pca board, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device failed therapy test. There was reportedly no patient involvement.